Event description:
Respiratory therapist was investigating a leak pulled out the hub of the tube and found that the hub was broke and replaced it with a new hub off of a new 7.5 et tube. FDA safety report ID # (B)(4).